Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as "the attendant did therapy without proper training" (further details were not reported). The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection vancogen (1 gram, frequency and duration not reported), intraperitoneally. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.